Event description:
Calibration failed on n.t. Workstation-would not calculate mean, standard deviation, cell volume, % differential. Date registered as expired even though date was in may 2000 for s-cal. Called tech service-was told it was a software bug. They were aware of it but never informed customer. S-calibration performed. Only parameter that it showed as needing calibration is hemoglobin. Red blood cell quality control material however has been trending very low for last 2 lots - the s-cal material should have detected this. Required manual calibration of this parameter using quality control material per service rep. High backgrounds for differential, called service. Service engineer arrived & after talking to tech service rep on phone, informed reporter that background problem is due to a reagent manufacturing problem with isoton iii. Reporter was never notified of problem prior to date.